Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl to 50 mg/dl at the time of incident and 40 mg/dl at the time of call. Customer was treated with food and glucose tablet. Customer was using auto mode. Customer did not allege insulin pump was over delivering. Customer performed displacement test and the test result was no reservoir detected. Customer stated that programming was accurate. The insulin pump will not be returned for analysis.